Manufacturer narrative:
Mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Within the siltex cracking, an area of missing material was noted, measuring approximately 1.4 cm x 2.2 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient had cancelled the planned explantation procedure. Healthcare professional reported that the explantation procedure will be rescheduled, but at the time of this report, mentor has not received information regarding the explantation date. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information that bilateral rupture of implants was confirmed by mammogram. On (B)(6) 2020, mentor became aware that the patient also experienced breast tenderness. Per review of the file, mentor became aware that a correction to the initial report is required. Patient reported initially that a mammogram in october 2019 showed abnormalities and the biopsy in december 2019 confirmed that there was silicone leak. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient also experienced bilateral capsular contracture postoperatively, baker grade unknown. The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the patient has been rescheduled to undergo explantation on (B)(6)2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, granuloma manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-mar-2020, mentor became aware that the patient is scheduled to undergo explantation without replacement on 24-mar-2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, granuloma, breast pain, generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision with a 350cc textured mentor memorygel breast implant has experienced bilateral rupture and developed bilateral granuloma. The patient also reported feeling sick from her implants. An ultrasound that was done on (B)(6) 2019 confirmed silicone in her lymph nodes, and a biopsy completed in (B)(6) 2019 confirmed the rupture of the implants. The patient may possibly remove the implants and replace at a later date, but at the time of this report, mentor has received no information regarding an expected explantation date. The excisional biopsy of the bilateral axillary lymph nodes¿ pathology report resulted in benign lymph nodes with silicone granulomas and follicular hyperplasia. This medwatch report is for the left-sided implant.